Event description:
It was reported that the patient's wounds were not healing. Wound drainage was noted. It was determined that the patient had an infection. The stimulator, extensions, and leads were explanted. Cultures were taken at the time of explant, results were not reported. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.